Event description:
It was reported that via a remote transmission, the right atrial lead exhibited undersensing. The patient was seen in the clinic on (B)(6) 2014 and the device was reprogrammed. The patient was doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.